Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 154 mg/dl. Customer stated that the insulin pump is damaged. Customer fell on the insulin pump. The blood glucose reading at the time of the event was 22 mg/dl. Customer collapsed in bathroom hitting her head on the edge of the tub. Customer has laceration on the head. The paramedics were called, customer was shivering and hypothermia. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.